Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken. According to the sr, they were broken during doctors used them in workshop. There were no adverse consequences.

Manufacturer narrative:
Evaluation revealed the three variax dr aiming block fixation pins to be the subject products. No further associated products were reported. Review of the device history records revealed no discrepancies. The items returned were documented as faultless prior to distribution. As the devices had been in use for a longer time (manufactured in 2012), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Visual examination of the devices revealed the stop pins, which were laser-welded to the expanding sleeves to be broken off due to too high bending forces and therefore detached. The broken off stop pins were not returned. The breakage surfaces of the welding seams between the stop pins and the expanding sleeves showed the appearance of a forced rupture. The geometry of the welding seams indicated that the laser-welding seams were performed correctly. Due to too high torsional forces, which were applied several times, too high bending forces had occurred upon to the stop pins, which finally had led to the breakage of the laser-welding seams between the stop pins and the expanding sleeves. Indications for material or manufacturing related issues were not found in the investigation. Therefore no corrective action was deemed necessary at this time. However due to a negative complaint development of the affected fixation pin, a non-conformity nc ID # 344554 was already been raised for additional analysis. The nc was transferred into CAPA ID # (B)(4). The CAPA is still ongoing. Based on the above facts the root cause of the reported event was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. Due to too high bending forces, the laser-welded seams between the stop pins and the expanding sleeves had broken off in a low cycle fatigue mode with evidence of a forced rupture. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken. According to the sr, they were broken during doctors used them in workshop. There were no adverse consequences.